Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that following a cardioversion, the patient implanted with this pacemaker experienced approximately 15 seconds of asystole. Device interrogation revealed no anomalies and nothing was recorded by the device. Boston scientific technical services (ts) discussed potential causes and discussed submitting a copy of device memory for review. Attempts were made to obtain additional information, however, no additional information is available at this time. Available information indicates that this product remains implanted and in service. No adverse patient effects were reported.